Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized due to a diabetic ketoacidosis. Her blood glucose level kept rising to 600 mg/dl. The customer was feeling nauseous, was vomiting, and had pain. She did not always see the bolus go through. The customer was in intensive care unit. The device was not returned.